Event description:
Customer reportedly received the following results on the aviva system within 10 mins: 210 mg/dl, 128 mg/dl, and 65 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.